Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set would not prime. The reporter stated that the drip chamber was occluded, and that the set ¿appeared to have 2 pieces of tubing in the one drip chamber.¿ this was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. In the provided picture, the sample was contaminated with drug and packed in a bag. Visual inspection of the photograph showed no defect. The reported condition could not be verified, as no functional testing was possible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.